Event description:
User facility reported a uterine perforation during an attempted novasure endometrial ablation. Follow-up with the physician on (B) (6) 2010, revealed that the attempted procedure occurred in (B) (6) 2009. During this procedure, two unsuccessful cavity integrity assessment (cia) tests occurred. The physician then proceeded with a laparoscopy for a tubal ligation and "noted a 1 cm perforation on the uterine fundus" with a small amount of bleeding on the serosal surface which he "controlled with cautery via the laparoscope". The physician then placed a piece of surgicel, absorbable hemostat, over the perforation site and completed the novasure endometrial ablation without issue. The patient "did well and was discharged home without complications". A dilatation and sounding with a metal sound (not a hologic device) was performed prior to the novasure procedure. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If a uterine perforation is suspected, the procedure should be terminated immediately. (B) (4).